Manufacturer narrative:
It was reported that the patient is experiencing pain and taking large doses of opioids.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the patient: if in your possession, may we have copies of your operative reports and scan results? Does ethicon have your permission to contact your surgeon(s), in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information. Questions for hp: how was the mesh erosion diagnosed in 2009? Did the patient experience another erosion after eroded area removal in 2009? Please provide mesh erosion site/location, symptoms and how it was diagnosed? Maybe we provided with findings of mesh removal in 2009 and labial scan results? Does the surgeon believe if there was a deficiency of ethicon product? Does the surgeon believe that ethicon product contributed to cystocele and rectocele? When did urine infections, cystocele and rectocele occur? What interventions were done to address the reported events? Please provide dates of interventions? What is the patient¿s current status? Note: patient reported adverse event regarding mesh eroded into vagina and removed in 2009 was submitted via medwatch 2210968-2019-83129.

Event description:
It was reported that the patient underwent a gynecological procedure in 2006 and the mesh was implanted. After the procedure, the mesh eroded into patient's vagina and the eroded area was removed in 2009. It was reported that the patient had a private trans labial scan which shows that the mesh is kinked in the central area near the urethra and bladder neck and the mesh itself is tatty and shows signs of wear and tear and looks as though there is yet another possible erosion. The patient experienced also a number of urine infections as well as having a cystocele, rectocele, and constant pain. Additional information has been requested.